Event description:
Operations coordinator reported to baxter corporate product surveillance that one intermate reportedly had the coil cap detach from the housing before use. There was no report of patient involvement. There was no reported medical intervention or patient injury. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One unused sample was received for evaluation. Visual inspection of the sample noted the coiled cap had separated from the cover. The reported problem was confirmed. The assignable causes of the problem are: interference between cap and bottle due to bottle shoulder - low engagement at the cap / bottle interface. A batch review revealed product met all of the acceptance criteria for release.